Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the bipolar maryland instrument allegedly broke off into the patient and the fragment was retrieved. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, a piece of the bipolar maryland instrument broke off into the patient. The fragment was retrieved during the same procedure laparoscopically. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.